Event description:
It was reported that the lead integrity alert triggered and the patient went to the hospital. It was also reported there was a high number of v-v intervals (oversensing) and high lead impedance (936 ohms). The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned and analyzed.